Event description:
It was reported the pt experienced an overstimulation sensation following an "altercation" with police. The emergency medical staff indicated the pt was hit in the leg where his leads were placed. The pt was being transported by ambulance at the time of the report. No further info was provided. Additional info has been requested but was not available on the date of this report.

Manufacturer narrative:
(B) (4)